Manufacturer narrative:
The returned device showed signs that it had been mishandled. The metal inner cannula was pushed to the end of the silicone sleeve.

Event description:
The surgeon experienced a capsule tear during the capsule polishing portion of a cataract surgery. No vitrectomy was required and the iol was able to placed and secured. The patient was reported to be doing fine post-op.